Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported during ongoing use, the right ventricle (rv) lead had an increase in pacing thresholds. All other parameters were stable and in range, with no noise recorded. The lead was repositioned, and the pacing thresholds were within range, including all other parameters. The patient is not pacemaker dependent.